Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the radiofrequency (rf) head failed functional tests and had a cracked lens. The head passed functional tests using a known good main board. The head was scrapped. (B)(4)

Event description:
The radiofrequency (rf) head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.